Event description:
It was reported that a user experienced hyperglycemia while using the ilet with a dexcom g7 and conducted ¿ghost¿ meal announcements despite recent training and reported sensor inaccuracy, with fingerstick glucose values ranging from 325 to 351 mg/dl and the pump displaying 374 mg/dl after eating a hot turkey sandwich and fries; the agent advised verification by fingerstick and guided a full supply change, and a follow-up was planned to confirm glucose decline. Symptoms included high blood glucose. Outcomes included troubleshooting and education without need for hospitalization. Investigation included user coaching, fingerstick confirmation, and supply change. Investigation of this case revealed inconsistent carbohydrate reporting and reliance on potentially inaccurate sensor data contributing to hyperglycemia, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.